Manufacturer narrative:
As no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
No additional information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field.h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: we have identified that the needle may be slow to retract or may fail to retract entirely during use. This poses a potential safety concern and could impact both patient and staff safety. Please advise on the appropriate next steps for reporting and returning affected products, and whether there is an existing recall or investigation into this matter. We would appreciate any guidance or documentation you can provide regarding this issue.